Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nurse unable to disengage loan kit sigma partial system handle at end of case. Reported button on handle felt stiff. Surgery not delayed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The instrument could not function as intended. The investigation findings with this individual complaint did not indicate that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.